Event description:
An analysis was performed on the returned tablet usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection related to a stress-inducated fracture in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the medical professional¿s programming tablet serial cable failed. Troubleshooting was performed by the company representative which confirmed that the serial cable was issue as it was tried with different wands and tablets. A replacement serial cable was provided to the site, and the faulty serial cable was returned to the manufacturer for analysis. However, product analysis has not been completed to date.

Manufacturer narrative:
Manufacturer reviewed device history records.review of the tablet device history records confirmed all quality specifications were passed prior to distribution.